Event description:
It was reported that the insulin pump had cracks near the battery compartment and scratches in the display window. Customer also mentioned the insulin pump was missing dome label sticker. No further information provided.

Manufacturer narrative:
Insulin pump received missing end cap sticker, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.